Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence, requiring daily use of diapers. The physician indicated that this was likely due to a mechanical problem or urethral atrophy. A sizing issue with the cuff was also noted. A revision surgery has been scheduled. No additional patient complications were reported.

Manufacturer narrative:
Correction to field h11: concomitant information. Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100436055. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4) model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100455804. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4) the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptom of urinary incontinence and atrophy were found to be listed in the IFU. A risk review was completed and confirmed that the event of urinary incontinence, atrophy, mechanical issue, and size incorrect for patient was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence, requiring daily use of diapers. The physician indicated that this was likely due to a mechanical problem or urethral atrophy. A sizing issue with the cuff was also noted. A revision surgery has been scheduled. No additional patient complications were reported.